Event description:
It was reported that the patient received a vibratory alert for electrical lead impedance. Externalized conductors were observed. The lead remains implanted and the patient will be followed up normally.

Manufacturer narrative:
(B)(4).